Event description:
It was reported that during central processing, the conductor wire of the long bipolar grasper (lbg) was damaged. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. The customer did not recall the event detail.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the conductor wire of the long bipolar grasper instrument was damaged, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the long bipolar grasper instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. A root cause of the reported failure was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation, which was not reported by site: the long bipolar grasper instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The root cause of this failure was typically attributed to mishandling or misuse, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing.

Event description:
Refer to h10/h11 for follow-up information.